Manufacturer narrative:
The field service engineer (fse) found a loose locking nut at r2 probe. The fse tightened the locknut securely. Qc tests were performed and they were successful. The module was checked and was running back in specifications. The issue was resolved.

Event description:
We received an allegation about non-reproducible results for 3 patients' samples tested with rf-ii assay on cobas 6000 c501 module. Discrepant results for 1 patient were provided. The customer reported the following rf results: on (B)(6) 2023 sample 1: initial rf result: 0.0 iu/ml accompanied by a data flag. Repeated rf result: 0.0 iu/ml accompanied by a data flag. Repeated rf result: 0.0 iu/ml accompanied by a data flag. On (B)(6) 2023 sample 1: initial rf result: 145.7 iu/ml accompanied by a data flag. Initial rf result: 504.1 iu/ml was run in a "decrease mode". Initial rf result: 143.7 iu/ml accompanied by a data flag. Repeated rf result: 532.8 iu/ml was run in a "decrease mode". On (B)(6) 2023 the customer ran qc and all results were acceptable in the morning before the event. The customer then repeated qc for rf-ii and it generated zero results. The erroneous results were detectable to the user as they were implausible and abnormal which alerted the user there was a problem with the results. So the laboratory ceased using the instrument until it get fixed. Initial results were sent to host and available on internal hospital system as an interim report. The customer stated that the initial result was not seen by medical personnel prior to the correct result being reported. The rf-ii reagent lot numbers were 661133 and 661134. The expiration dates were not provided.